Manufacturer narrative:
Concomitant medical products: absorbable envelope, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma at the pocket site and developed bleeding from the wound. The site was bandaged and dressed and the hematoma resolved. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in the wrap it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.